Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient wasn't using their spinal cord stimulation (scs) device anymore because it didn't really work. The consumer stated that the patient never got relief from the back stimulator. The consumer reported that it irritated the patient and felt like ants crawling up them. It was noted that this had been an issue since the patient was implanted on (B)(6) 2013. Indications for use are spinal pain and chronic low back pain.